Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported that stent damage and stent migration occurred. The target lesion was located in the subclavian vein. A 12x40/8fr uni plus halo 75cm wallstent endoprosthesis was advanced and implanted. Post-dilatation was attempted with a non-boston scientific (bsc) balloon catheter; however, the balloon tip damaged the stent proximal edge and caused 2mm stent migration when assessed. Another 12x60/8fr uni plus halo 75cm wallstent endoprosthesis was advanced and implanted to cover the damaged stent edge and completed the procedure. There were no patient complications reported and the patient status was stable.